Event description:
(B)(6) study. It was reported thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 21.0 mm. There was no evidence of thrombus. One day post procedure, the patient was started with 75 mg of aspirin and clopidogrel. On (B)(6) 2020, the patient presented for their follow up transesophageal echocardiogram (tee). It was noted there was a complete laa seal with pedunculated mobile thrombus with maximum area of 1.0 cm2 on the atrial facing surface of the watchman device. The patient's medication was adjusted and the thrombus has since resolved.

Event description:
Flexibility study. It was reported thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 21.0 mm. There was no evidence of thrombus. One day post procedure, the patient was started with 75 mg of aspirin and clopidogrel. On (B)(6) 2020, the patient presented for their follow up transesophageal echocardiogram (tee). It was noted there was a complete laa seal with pedunculated mobile thrombus with maximum area of 1.0 cm2 on the atrial facing surface of the watchman device. The patient's medication was adjusted and the thrombus has since resolved. It was further noted that on (B)(6) 2020, the tee showed no leakage through the interatrial septum with presence of three small thrombi with maximum dimension of 2 x 2mm on the atrial facing surface of the closure device.